Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a esophagectomy only the innermost staple line of the three rows did not fire. The procedure was completed with another device. There was no patient harm.